Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced signal loss and intermittent noise on multiple patients. According to the customer, they recently had work on their wmts antenna system to upgrade it, but it appears that the performance remains just as bad as before the upgrade. When the engineers left after finishing the upgrade, they were having issues and they reported it to nk field tech. Every time they check with the monitor techs, they have some examples to show for some signal loss or noise documented in full disclosure. The customer is not comfortable with the current system performance as the issue is not limited to anyone cns, org, transmitter or department. Technical support (ts) is working with the customer to resolve the issus. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) experienced signal loss and intermittent noise on multiple patients. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced signal loss and intermittent noise on multiple patients. According to the customer, they recently had work on their wmts antenna system to upgrade it, but it appears that the performance remains just as bad as before the upgrade. When the engineers left after finishing the upgrade, they were having issues and they reported it to nk field tech. Every time they check with the monitor techs, they have some examples to show for some signal loss or noise documented in full disclosure. The customer is not comfortable with the current system performance as the issue is not limited to anyone cns, org, transmitter or department. Technical support (ts) is working with the customer to resolve the issus. There was no patient injury reported. Investigation summary: based on the notes from on-site support, the root cause of the signal loss is a combination of improper set-up, device wear and tear, incorrect settings, and environmental factors. This incident is isolated to this customer. There is no evidence that the signal loss was occurring due to a malfunction of pu-681ra serial number (B)(6). Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) experienced signal loss and intermittent noise on multiple patients. There was no patient injury reported.